Event description:
The jaws would not release even though the handles were unlocked. The cable was cut during a procedure to force the jaws open. Spoke with customer who further stated that when the cable was cut the beads fell into the patient's chest. All the beads were removed and the patient was sent to post-op x-ray. Customer also stated that there was no patient injury and the case was not delayed.